Event description:
It was reported that during a scheduled pacemaker system implant procedure, the physician attempted to insert the right atrial (ra) lead into the pacemaker device header port. However, the lead termlnal was unable to be fully inserted all the way to the back of the header port, as required. The ra lead is not a boston scientific product. It was noted that the physician properly loosened the device header set screw. Upon visual inspection, it was noted that the ra port of the device appeared to be narrower. As a result, a different pacemaker device of the same model number was implanted prior to pocket closure and the procedure was successfully completed. The products remain in-service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).